Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during an endoscopic vessel harvesting procedure, that vasoview hemopro 2 silicon on jaw peeling. There were no components of the device (metal / silicone) that detached into the havesting tunnel. The procedure was completed used a new device. There were no procedural delays. There was no patient harm/effects reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/29/2025. An investigation was conducted on 02/24/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear intact silicone insulation on the cold jaw was observed to be intact. The clear intact silicone insulation on hot jaw tip was observed to be peeled away from the hot jaw, exposing the metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000444131 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.